Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set tubing detachment from hub. The blood glucose was reported 401 mg/dl and treated with bolus via pump. Patient replaced infusion set and resumed insulin successfully. No further information.